Manufacturer narrative:
Device evaluation: d10, h3, h6, and h10. Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The reported complaint was not confirmed.

Manufacturer narrative:
The field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was able to duplicate the reported device behavior. The fse determined the likely cause of this failure was a component within the front panel assembly. A front panel assembly was replaced for this device, which resolved the reported device behavior. The fse performed the operational verification procedure for the device and passed. Having met manufacture specification the device was returned to the customer for use.

Event description:
The customer reported a "flickering display", while in patient use on this ventilator device. The customer stated no patient harm or injury was associated with this event.